Event description:
Peripheral intravenous line started on the left forearm with good blood return, no redness, no pain noted. Tyenne given for 1 hours 13 minutes. There is total of 100ml in the bag, and IV pump scheduled total volume of 115ml. When assessing patient's IV line, noticed the line has no fluid left but is all air and air has gone into patient directly via IV pump. Pt showing no signs of distress, piv showing good blood return. Pt tolerated well with no side effects. Piv removed prior to discharge home. No redness and no pain at the IV site per patient.